Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va0n6wn, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were experiencing a shocking sensation with their old ins and that the lead was broken so they had a lead revision and the ins was replaced. Patient had a revision on (B)(6) 2019. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led up to the issue was ¿change to device to move it up¿. There were no further complications reported or anticipated.